Manufacturer narrative:
The complaint cannot be verified. The problem mentioned by the customer could not be reproduced. The buttons were tested successfully.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported the down button on the infusion device works intermittently. He noticed this when there was no audible noise when he pressed the button to bolus. The button is not flat and works if pressed a certain way. The infusion device was not dropped on a hard surface prior to the event. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.